Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire fracture occurred. Vascular access was gained via the right radial artery with an 5fr angiographic catheter. The 75% stenosed target lesion was located in the moderately calcified and severely tortuous circumflex artery. No issues were noted with preparation and engagement of the comet pressure guidewire. The physician rotated the device carefully by not rotating only in one direction. Pressure was equalized, however drift was noted on the first ffr measurement. The wire was equalized again and the measurement was taken again but the pressure distal (pd) value was not shown. The physician choose to exchange the wire with a new comet wire. Physician did not feel any strange tension and resistance during withdrawal, however after removal the wire separation was noted. The retrieved distal section was 11cm in length. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire fracture occurred. Vascular access was gained via the right radial artery with an 5fr angiographic catheter. The 75% stenosed target lesion was located in the moderately calcified and severely tortuous circumflex artery. No issues were noted with preparation and engagement of the comet pressure guidewire. The physician rotated the device carefully by not rotating only in one direction. Pressure was equalized, however drift was noted on the first ffr measurement. The wire was equalized again and the measurement was taken again but the pressure distal (pd) value was not shown. The physician choose to exchange the wire with a new comet wire. Physician did not feel any strange tension and resistance during withdrawal, however after removal the wire separation was noted. The retrieved distal section was 11cm in length. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Returned product consisted of a ffr comet wire. The shaft and the guidewire shaft were examined for any damage or irregularities. The shaft was separated approximately 11cm from the tip. The separated portion of the device was not returned for evaluation. There were also multiple bends throughout the catheter length. The drifting complaint that the customer specified could not be confirmed due to the wire being separated. No other damage or irregularities were noticed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture occurred. Vascular access was gained via the right radial artery with an 5fr angiographic catheter. The 75% stenosed target lesion was located in the moderately calcified and severely tortuous circumflex artery. No issues were noted with preparation and engagement of the comet pressure guidewire. The physician rotated the device carefully by not rotating only in one direction. Pressure was equalized, however drift was noted on the first ffr measurement. The wire was equalized again and the measurement was taken again but the pressure distal (pd) value was not shown. The physician choose to exchange the wire with a new comet wire. Physician did not feel any strange tension and resistance during withdrawal, however after removal the wire separation was noted. The retrieved distal section was 11cm in length. No patient complications were reported and the patient status is good.